Event description:
On (B)(6) 2009, the patient underwent endovascular treatment of a descending aortic aneurysm using two gore® tag® thoracic endoprostheses. A 34mm x 20cm gore® tag® device (tg3420) was implanted proximally, and a 34mm x 15cm gore® tag® device (tg3415) was implanted distally. On an unknown date, a follow-up examination reportedly revealed that tg3420 migrated distally and tg3415 migrated proximally from its original position (distance unknown for both). On an unknown date, a follow-up exam reportedly showed the thoracic aorta at the distal end of tg3415 had dilated and become aneurysmal. On (B)(6) 2022, a reintervention was performed whereby a gore® tag® conformable thoracic stent graft with active control system was implanted distally. During the reintervention, it was reportedly noted that the proximal end of tg3420 had lost some apposition to the vessel wall. According to the report, an endoleak was suspected, but the blood flow did not reach into the thoracic aortic aneurysm. Infolding was also reportedly noted at the proximal end of tg3415 inside the stent graft system. No additional treatment was performed for either issue. The patient tolerated the procedure, and the physician will continue to monitor the patient.

Manufacturer narrative:
It should be noted that, per the gore® tag® thoracic endoprostheses instruction for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, endoprosthesis component migration, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.